Event description:
The customer reported that the housing her pump in style transformer was cracked open exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with the customer, she indicated that the housing of her transformer had fallen apart exposing underlying electronics. She did not report any spark, fire, or injury. She also indicated that she will return the original defective product to medela, but as of the date of this report, medela has not received the original product. Should the product be received and evaluated resulting in new info a follow-up report will be filed. The issue with the damage transformer housing for the pump in style device was addressed investigation (B)(4). The investigation found that the transformer are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.